Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that blood glucose went low and then high. Customer's blood glucose was 10.8 mmol/l. It was reported that reservoir was found empty when changing reservoir. It was reported that 100 units of insulin disappeared. Insulin pump passed displacement test. Customer declined troubleshooting.